Manufacturer narrative:
(B)(4). Batch #:unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the reload fall into the patient? Yes. Is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the doctor put the gun through trocar to patient's body and ready to use, before using, the staple fell into the patient's abdominal cavity, and the doctor clipped it out. Then the nurse reinstalled the staple, it was found that the staple was protruding, and the gun had jammed staples and could not be used. A new endo gia was installed. No further information is available and no product will be returned for investigation.